Manufacturer narrative:
A device history record review could not be performed as the lot number was not available. A sample was not returned for analysis. The root cause of the alleged malfunction could not be determined. Based on the problem description, the reported issue is the spike separated from the tubing. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported the spikes detached from both lines on the 3m¿ ranger¿ blood/fluid warming high flow set. One detached while changing the bag, and the other spike came off when the bag was in the chamber running. No injuries or medical interventions were required due to the alleged malfunctions.